Event description:
A customer reported experiencing repeated occlusion alerts with their tandem t:slim pump, even after receiving a new pump that only functioned correctly for a few hours. There was no reported impact to the customer's blood glucose level. The customer switched back to an older tandem pump, which did not have the recent 7.9 update, and this resolved the issue.